Manufacturer narrative:
Product event summary the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted that the proximal portion of the catheter returned with severe damaged. Slitting not on score line causing spiral slit were observed. Severe cracked and torn on the shaft was showed during slitting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting, the catheter snapped horizontally, breaking fully away, leaving limited capacity to reapply the slitter. The doctor removed the lead and catheter and restarted the procedure. No patient complications have been reported as a result of this event.